Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were each returned in original packaging with the batch number of the complaint on the label. Device one, the t1, t2, and suture were not returned. The insertion device has no visible defect other than bio debris. Device two showed the t1 has been cut from the suture and was not returned. The suture and t2 are on the device. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation showed that device one will cycle as intended. Device two showed the actuator deployed the t2 from the needle then continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that can contribute to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include inadvertently bending of the needle/overmold assembly or failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus surgery, there was an error with the second shot of two (2) fast-fix 360 devices, when lowering the tab. The procedure was resumed, after a non-significant delay. It is unknown how the procedure was completed. No further complications were reported. The patient's status is okay.